Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-4068hl swiftstitch suture passer frayed the suture. This was discovered during a procedure. Additional information received on 9/19/2024: this was discovered during a hip arthroscopy labral repair procedure on 9/12/2024. The swiftstitch suture passer frayed an ar-7216 fiberwire, which broke. Everything was removed from inside the patient. The case was completed using products from another manufacturer. It was delayed about two minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the suture had frayed. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during use or insertion.